Event description:
Event: post-implant surgical intervention to treat thrombosis. Case detail: the graft was successfully implanted in 2002. In 2003 it was reported that the pt presented with a thrombosed limb distal to the graft bifurcation. The physician performed a thrombectomy, and the pt is doing well.